Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that while the patient was in the hospital for a heart stent placement, interrogation showed high threshold measurement on the right atrial lead. The physician ordered a chest x-ray. The lead remains in use. No patient complications have been reported as a result of this event.